Event description:
It was reported via maude report # (B)(4) that during an open reduction and internal fixation (orif) of a medial humeral epicondyle fracture, part of the tip of the 4.5mm cannulated screw became deformed and separated from the shaft. The separated piece was retrieved and there was no harm to the pt. Per add'l info rec'd, the tip of the cannulated screw deformed during insertion on (B)(6) /2010 and splayed as 1/2 of the tip was outside the cortex and 1/2 of the tip was inside the cortex.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. No sample was returned for evaluation. The lot number is unk therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not rec'd.